Event description:
The facility's stock controller reported to baxter (B)(4) that a blood administration set had blood-like droplets under the sealant of the packaging. This was observed upon opening the box before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number.the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: one sample was available for evaluation. A visual inspection revealed that the tape had some stains, confirming the reported condition. The root cause of this condition was attributed to the tape getting stained by an operator during the manual loading of the sets in the pre-formed pouches. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.